Manufacturer narrative:
The device was returned for root cause analysis and the investigation findings concluded after a visual inspection and functional testing, the pump was found to have scratched lens, cracked battery compartment, downstream occlusion (dso) seal coming off, and fluid residue in the dso sensor that caused it to not be functional. The customer problem was duplicated. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the lens, battery compartment, dso seal, dso sensor, and dso bezel.

Event description:
It was reported that a message showed on the display and the cassette was not attached properly. The site tried to reattach the cassette. There was no patient involved and no patient injury and no medical intervention.